Manufacturer narrative:
The device was not available for evaluation since it was discarded. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this pressure monitoring set, the tubing on the patient's side was found unscrewed at the pressure sensor. The event happened after a bricker procedure, while the patient was in the continuous care unit and 4 days after the installation of this dpt in the operating room on (B)(6) march. There was blood reflux, but not blood loss. Blood was found in the vented cap only. Customer alleged that the vented cap on the valve had not been replaced with a non-vented cap during installation. The pressure line and the pressure sensor were changed to solve the problem. There was no allegation of patient injury and no other intervention was needed. The device was not available for evaluation.